Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they took a medicine and that they experienced high blood glucose level of 500mg/dl. The customer had difficulty breathing and treated with insulin pump. Customer's blood glucose value was 305mg/dl at the time of the call. Customer was advised to contact healthcare professional in regards to the medicine and its effects to high blood glucose. The customer declined to continue with troubleshooting. The product will not be returned for analysis.